Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a calibration not accepted alert. Troubleshooting was performed, and customer did not wish to test the transmitter. Customer¿s blood glucose was 45 mg/dl. Customer declined troubleshooting for low blood glucose. Sensors are not expected to return for failure analysis.